Event description:
Pt wakened from sleep with jolt from her ICD. She was able to go back to sleep but an hr later woke up again with another shock. Pt came to the ed where the ICD was interrogated and showed malfunction. Pt admitted; device surgically removed. There was clear noise on the rv lead that was also detected when the device was interrogated.